Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not working) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components ul02 and ul05) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on 11/16/2012 and is currently under review. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) year old male patient called zoll customer support to report that the patient's device wasn't working. The patient was issued a replacement monitor.